Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance. The cause of the field event was undetermined.

Event description:
During follow up, it was alleged that the device battery was prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.